Event description:
It was reported by dealer that the tire keeps going flat on the myonadlt wheel chair. The device was ordered with flat resistance tires but the right side is going flat every day. The dealer has no further information to provide.